Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report: 16271487-2016-02193 it was reported the patient is no longer receiving effective stimulation. Lead diagnostics revealed multiple low impedances. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace the leads and the ipg was electively replaced to take advantage of new technology.